Event description:
It was reported that the patient had been hit by a car in 1991 and due to the injuries sustained they had a spinal cord stimulator system implanted. It was noted that the patient had been taking hydrocodone and oxycodone and due to these medications they were unable to pass a field sobriety test. It was noted that the patient was pulled over for a dui and the police had them ¿sit on a wooden bench and lean all the way back until their head touched the back wall¿ and this action ¿shattered their device.¿ it was stated that the patient¿s ¿emu unit was broken by the police.¿ it was noted that this incident happened approximately 3 weeks prior to the report.

Manufacturer narrative:
Concomitant products: product ID 748910, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a-56, lot # j0405919v, implanted: (B)(6) 2004, product type lead; product ID 3487a-56, lot # j0405919v, implanted: (B)(6) 2004, product type lead; product ID 748910, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).